Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the product had been discarded.

Event description:
Brush head falls off while using toothbrush [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b power rechargeable toothbrush handle professional care 3756, the oral-b brushheads, version unknown came off. The reporter had the toothbrush for about a year, and had used several types of replacement heads. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Stabbed inside right upper cheek [mouth injury]; refills came off again and stabbed myself with the stem on the inside right upper cheek [injury associated with device]; brush head falls off while using toothbrush [device breakage]. Case description: a female consumer reported that while using an oral-b power rechargeable toothbrush handle professional care 3756, the oral-b brushheads, version unknown came off. The reporter had the toothbrush for about a year, and had used several types of replacement heads. No symptoms developed. On (B)(6) 2016 received consumer follow-up phone call: the consumer reported that while using the oral-b toothbrush on (B)(6) 2016, the oral-b brushheads, version unknown came off again, and she stabbed herself with the stem on the inside right upper cheek. She reported no blood was drawn, she did not require medical attention, and she was fine. The reporter stated the brush heads are usually used twice per day, sometimes three times. She continues to use the brush heads, and reported they keep coming off while she brushes her teeth. The case outcome was recovered.

Manufacturer narrative:
On 17-aug-2016 product investigation results: the reporter returned toothbrush handle type 3756, charger type 3735, two concomitant trizone toothbrush heads type eb30, and one concomitant dual action type eb417 toothbrush head on 01-jul-2016. The result of the analysis done with the consumer return showed no failure.

Event description:
Stabbed inside right upper cheek [mouth injury], refills came off again and stabbed myself with the stem on the inside right upper cheek [injury associated with device], brush head falls off while using toothbrush [device breakage]. Case description: a female consumer reported that while using an oral-b power rechargeable toothbrush handle professional care 3756, the oral-b brushheads, version unknown came off. The reporter had the toothbrush for about a year, and had used several types of replacement heads. No symptoms developed. On 23-may-2016 received consumer follow-up phone call: the consumer reported that while using the oral-b toothbrush on (B)(6) 2016, the oral-b brushheads, version unknown came off again, and she stabbed herself with the stem on the inside right upper cheek. She reported no blood was drawn, she did not require medical attention, and she was fine. The reporter stated the brush heads are usually used twice per day, sometimes three times. She continues to use the brush heads, and reported they keep coming off while she brushes her teeth. The case outcome was recovered.